Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "modular femoral stem-sleeve junction failure after primary total hip arthroplasty" written by amar patel, md, james bliss, md, ryan p. Calfee, md, john froehlich, md, and richard limbird, md published by the journal of arthroplasty vol. 24 no. 7 2009 accepted by publisher 5 september 2008 was reviewed. The article's purpose was to report on 3 individual case reports of stem failures. It is noted that 2 of 3 have depuy implants and each are captured individually on linked complaints. Depuy product utilized: srom stem. This complaint captures a (B)(6) male who presented with pain at 5 months post op after participating in leg press type exercise. He had a poor response to conservative therapy and revision was performed. Intraoperative findings were the stem easily removed because of failure of the morse taper sleeve stem junction. Both components were explanted and replaced to srom long stem and larger sleeve. No further complications.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.